Event description:
The customer reported that the system exhibited an intermittent loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The c-arm 24v power supply was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.